Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height main drawer 1 failing and hard to pull out. The field service engineer applied electrical tape around bus wire receptacle to protect wire from cut marks and replaced both the rails to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system cubie drawer was unable to open. The customer reported that the rail was broken and requested for a replacement. The customer stated that this malfunction occurred while dispensing medication to the patient care and that caused a delay. There were no adverse events or injuries reported based on this incident.